Manufacturer narrative:
(B)(4). At this time, the customer requested that carefusion evaluate the device onsite and is currently awaiting scheduling and evaluation. Once evaluation is complete, if suspect components are identified then they will be returned to (B)(4) failure analysis laboratory where a failure investigation will be completed then a supplemental report submitted.

Event description:
The customer claims this avea ventilator stopped ventilating the patient while in use. No audible alarm was noted, the manual breath button on the display was unresponsive. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.

Manufacturer narrative:
Investigation results: the device was evaluated onsite by a carefusion field service representative and identified the device for remediation though symptoms are not associated with actual field correction. The gas delivery engine (gde) component was returned to carefusion for evaluation as it required factory service remediation, unfortunately the gde was received in a condition that made analysis impossible because it was not returned with proper electrostatic discharge (esd) protection. All reported information will be tracked and trended by carefusion.